Event description:
It was reported the spo2 alarms are disabled during monitoring of a patient. It was reported the alarms were disabled on purpose. Analysis of the logs indicates that the spo2 alarm bells were manually deactivated at the control panel at 3:57 a.m. There was no malfunction, it is normal operation. It is reported that there was no malfunction, the patient's death is not related to equipment malfunction. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6) reporter phone #: (B)(6).